Event description:
On (B)(6) 2012, the company received a report from a pt wife claiming that she was not able to pass a catheter down the tube. The caller reported this occurred on two different tube. The caller reported that the first failed tube was discovered one week after pt use. Extubation and reintubation of a replacement tube was required. The caller reported that the replacement tube failed in the same manner where a replacement tube was required. During the initial call on (B)(6) 2012 the caller stated that in both cases her husband tolerated the changes of the trach tubes well. Covidien placed a follow up call for return of the samples for investigation on (B)(6) 2012 and the wife stated the husband passed away and claims it was due to the tube not functioning correctly. She was very emotional and did not provide further details.

Manufacturer narrative:
Per phone investigation on 02/22/2012 with covidien technical service representative, someone picked up the trachs. The caller claimed someone from lifecare solutions has the samples. At this time, the sample has not been returned to our manufacturing plant for investigation. When the sample arrives, a sample analysis will be performed and investigation results will be provided in a supplemental result.